Event description:
It was reported that the left ventricular (lv) lead was dislodged. During lead explant, the suture sleeve was dislodged and remains in the patient's body. Additional surgery was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.